Manufacturer narrative:
Update to h6: type of investigation.

Event description:
According to the customer, the foley catheter leaked from the "urethral meatus" requiring the catheter to be replaced."

Manufacturer narrative:
According to the customer, the foley catheter leaked from the "urethral meatus" requiring the catheter to be replaced. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.